Event description:
It was reported that the right atrial and ventricular leads "failed." The failures were later clarified; the right atrial lead was oversensing and had low impedance and the right ventricular lead had undefined impedance (greater than 9999 ohms.) The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2008. (B)(4).